Event description:
It was reported, the pt ((B)(6)) went to the hospital because, she was no longer feeling stimulation. The pt had attempted to turn stimulation on by using the magnet and pt programmer to the avail. The pt programmer displayed a communication error message. Additional magnets and pt programmers were tried; however, communication could not be established. X-ray imagery showed no anomalies. The ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.